Manufacturer narrative:
Cmp-(B)(4). D4: the primary unique device identification (UDI) number is not applicable, as both the item number and lot number of the device are currently unknown. D10: concomitant medical products: desc: metasulâ® duromâ®, component for acetabulum, uncemented, 50/ã¸ 44, code j; item: 01.00214.050; lot: 2419416. Desc: unknown metasul head; item: unk; lot: unk. G2: foreign - event occurred in italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during routine follow-up for a metal-on-metal hip prosthesis, the patient was found to have pseudotumoral changes, femoral osteolysis, and pain. The event was identified as part of the hospital¿s usual surveillance activities for such prostheses. Subsequently, after an unexpected worsening of health condition, the patient underwent revision surgery. Attempts have been made and no further information has been provided.